Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not used or charged the ipg since he had an issue with stimulation in (B)(6) 2012. (Reference report #1627487-2012-11048). A sjm representative confirmed the ipg is depleted. Surgical intervention may be taken to address the issue.